Event description:
During procedure, the introducer mechanism for the endovascular stent became disrupted and lodged in the right common femoral artery. Hemorrhage from artery at the site of insertor. Emergent exploration and retrieved of the foreign body iwth repair of the femoral artery was required. Fb retrieved in right external iliac artery. Fb retrieved in right external iliac artery.